Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals sensing integrity counter (sic). Analysis of the device memory indicated the right ventricular lead integrity alert. Analyst commented, rv lead integrity warning occurred (B)(4) 2014 for sensing integrity counter greater than 30 in 3 days and rv lead impedance variation in last 60 days. Analysis of the device memory indicated the impedance trend on the right ventricular (rv) pacing lead was variable. Analyst commented, beginning (B)(4) 2014, sensing integrity counts up to 9; high-rate non-sustained episodes with evidence of lead noise oversensing. On (B)(4) 2014, rv bipolar lead impedance measured 722 ohms from a low of 361 ohms with varying impedances.

Event description:
It was reported that a patient alert sounded and that the right ventricular (rv) lead exhibited oversensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.